Manufacturer narrative:
This pt had a history of cmp requiring heart transplant and had subsequent ckd leading to esrd. The pt has been on peritoneal dialysis using the cycler without complications. The pt suffered one episode of syncope that was later determined to be hypotension. There was no history of device malfunction; in this event the overall fluid status of the pt is dependent on daily ultrafiltration, residual kidney function and daily intake. The cycler cannot cause or contribute to volume depletion. This pt's event of syncope requiring hospitalization is considered a serious injury since there is no device evaluation completed at the 30 days from the aware date, this event will be reported as a serious injury without malfunction. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt called to check that their cycler was ok after received scale errors. The pt fainted just prior to making the call and was hospitalized on (B)(6) 2014. The following is based on medical records provided by the pt's treatment facility. The pt had a one week history of lightheadedness, dizziness and a spinning sensation that lasted a few seconds when he sat up in bed. He was admitted for syncope and treated with a saline bolus. His systolic blood pressure was 60-70's mmhg. He was diagnosed with orthostatic hypotension. He was discharged to a rehabilitation facility on (B)(6) 2014.